Manufacturer narrative:
We conducted a review of the lot history records for those sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retained product was sampled and determined to be according to product specifications. There were no mfg changes (such as a change in the gel or adhesive) that may have caused a pt reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove". The sensor device functioned as intended and does not appear to have malfunctioned. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. However, consultation and treatment by a dermatologist is considered medical intervention to prevent serious injury. Therefore, an MDR is required.

Event description:
Rep was notified on (B)(6) 2010 about a (B)(6) female with a long history of topical allergy who underwent spinal surgery on (B)(6) 2010 lasting approximately 4 hrs. The pt's head was supported in a 15 inch square foam head support with a cut out for the face & endotracheal tube. Prior to the pt being turned prone onto the head support, plastic eye goggles were placed on the pt. The bis sensor was applied above the location of the eye goggles. The anesthesiologist placed the sensor on the pt's forehead after cleansing it with isopropyl alcohol. Upon removal of the bis sensor, the anesthesiologist noticed a red rash on the pt's forehead where the bis sensor had been placed. The anesthesiologist ordered a steroid ointment due to the rash area beginning to swell on the forehead. The anesthesiologist described the rash as butterfly shaped and the swelling involved the area around both eyes and the forehead. A dermatological consult was requested by the anesthesiologist. The dermatologist changed the steroid ointment to a stronger concentration. About a week later, the pt complained to the anesthesiologist regarding her face. The anesthesiologist reported visiting the pt at home and saw that the swelling had progressed. According to the anesthesiologist, the pt had scratched that rash and the area became infected. Therefore, the anesthesiologist ordered an antibiotic ointment for the rash. The anesthesiologist last saw the pt about two weeks ago and stated the swelling had resolved, as well as, much of the redness and rash. There has been a significant amount of improvement according to the anesthesiologist. The dermatologist has seen the pt in f/u and believes that the residual redness will completely resolve over the next 3-4 months. According to the anesthesiologist, there is reportedly a small area of scarring where the pt had scratched the area which may need laser treatment to smooth.